Event description:
It was reported that an asymptomatic patient presented to clinic with their right atrial leadless pacemaker exhibiting loss of capture. The loss of capture was seen at various outputs during capture tests in clinic and resulted in inappropriate automatic mode switches. No changes were made, and patient will continue to be monitored. Patient had no consequences.